Manufacturer narrative:
The underlying cause could not be determined however the issue of motor drift was confirmed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
When motors are raised, they slowly drift back down.